Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and noticed a loose probe rinse block which was out of place and was leaking. The fse removed the probe wipe assembly, adjusted the probe block height, and cleaned the spill. No further leaks were observed and repair was verified per established procedures. Failure mode of the leak is attributed to a loose probe rinse block. Results: loose probe rinse block. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported observing a leak from the bsv (blood sampling valve) while performing the weekly maintenance on the coulter lh 780 hematology analyzer. The customer indicated that approximately 7 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.